Event description:
Pt admitted for repair of fractured hip. Subsequent to surgery pt developed a gi bleed. The pt received blood on 11/22/99 and 11/23/99. At 0245 a unit of blood was started on the pt. The pt spiked a temperature and the blood was stopped at 0305. The pt also became hypotensive. At o355 a blood sample was taken from the pt for transfusion reaction work-up. At 0550 blood cultures were drawn from the pt. At 0605 an antibiotic was started on the pt. The organism was identified as serratia liquefaciens. The results of the sensitivity were available on 11/29/99. The pt is now in ICU.